Manufacturer narrative:
(B)(4). B. Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, there report has been identified as 3007120504-2014-00013. The instructions for use of the product has been checked and the following general safety instructions are listed amongst others: for external use only. Do not use for infusion or injection. The case represents an obvious misuse, which needed medical intervention to prevent potential damage to the skin on the forehead. If additional pertinent information becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: the doctor recognized that there was a confusion/mistake, because she diluted the botox with prontosan instead of nacl, subcutaneously injected less than 0.5 ml in 4 points on the forehead of the patient. Wheals appeared on the forehead. The doctor is very worried thinking about the possibility that the skin may become necrotic. The doctor treated the patient with topical corticosteroids (local). Evolution: (B)(6) 2012: the wheals seem to have gone down, reabsorb. The doctor recognized that there was a confusion/mistake, because the botox was diluted with prontosan instead of nacl. It's an obvious misuse. (B)(6) 2012: the patient recovered. (B)(6) 2012: the doctor informs, that there wasn't an inflammatory reaction (reddening), but the pain was really intense and the total reabsorption of the wheals was slow.